Manufacturer narrative:
Following the procedure, the detached brush head was removed and identified as the occlusion of the channel. The device subject of this event is not available for evaluation. The user facility provided a photograph of the detached brush head; however, without a returned device, the cause of the reported event could not be determined. The device history record was reviewed and confirmed the device lot was manufactured to specification. There have been no other complaints associated with this lot. The instructions for use include the following statements: "original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush. Dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use. If the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope, as this may result in damage to the channel." Steris endoscopy has offered in-service training to the user facility; however, the facility has declined. No further issues have been reported.

Event description:
The user facility reported that the brush head component of a double header cleaning brush became detached during cleaning and was retained in the endoscope channel. The occlusion of the channel was detected during a patient procedure, but the brush head was not pushed into the patient. The affected endoscope was withdrawn, and the procedure was completed with another endoscope. There was no report of harm to the patient.